Event description:
The customer reported that while running an hcv assay, summit sample handler did not aspirate sample and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.